Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential retroperitoneal hematoma. The exact root cause cannot be determined. The likely cause was determined to have been a potential high stick resulting in a retroperitoneal hematoma postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: interventional cardiologist. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the case was complete, a perclose was initially used to close the femoral artery. The doctor was not comfortable with proceeding with the perclose as it was not working properly. The doctor then switched to the involved angio-seal and closed with no issue. As the patient was in post op, they started to develop a retroperitoneal bleed (rp), due to a somewhat high stick, and manual pressure was applied. As time went on, the issue was fixed, and no harm was done. The patient was okay, and the doctor believed the issue to be from the use of a perclose device before deploying an angio-seal. The doctor was adamant the angio-seal was not the cause and everything in that regard was done properly. The procedure performed was a left heart catheterization, nstemi, intervention. The estimated blood loss was less than 250cc's. In post operation, the patient developed an rp bleed; however, it was managed under control and no additional surgical intervention was required. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. Additional information was received on 06jul2024: the patient had a history of low hemoglobin and hematocrit (h and h), anemia (per patient, had blood and iron transfusion (B)(6)). Patient home asa, and no other blood thinners. Per operation note, there were no multiple sticks for access. The stick was not above the inguinal ligament or inferior epigastric artery. Intra-procedure blood thinners included heparin 5000units IV, and plavix 600mg po at conclusion.